Event description:
The pt reported he had been admitted to the hosp around 4:30 pm on (B)(6) 2009 with hyperglycemia (exact blood glucose values not reported) and an infection in his leg. He stated that his doctor said there may be phlebitis present and also that his doctor said the hyperglycemia was due to the infection. He is on an IV of saline and antibiotics.

Manufacturer narrative:
The returned product was evaluated thoroughly and found to be functioning as expected. No malfunction or other product condition was detected that could have contributed to the pt's high blood glucose was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met, including sterility assurance level and pyrogenicity testing. The omnipod user's guide cautions, "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It also warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water; keep sterile materials away from any possible germs." The user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."